Event description:
It was reported that the shield was stuck and failed to cover the needle tip when safety engaged with a bd pegasus pnk 20ga x 1.16in prn non-pvc. This occurred during use. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that tip shield was stuck, thus failed to cover the needle tip when needle retraction. No physical harm to end user.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9008947. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Bd engineers were able to observe a damage to the v-clip during the visual observation of the device. The root cause for this occurrence most likely due to a missing pin in the manufacturing machinery that lead to a misalignment during assembly. To address this issue we have repaired the damaged equipment, and retrained our inspection teams to increase awareness of this defect.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield was stuck and failed to cover the needle tip when safety engaged with a bd pegasus pnk 20ga x 1.16in prn non-pvc. This occurred during use. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that tip shield was stuck, thus failed to cover the needle tip when needle retraction. No physical harm to end user.